Event description:
At the initiation of treatment when blood hit arterial side of dialyzer machine immediately alarmed for blood leak. Blood visible in red (B)(6). Treatment stopped. Blood not returned. Patient disconnected. Minimal blood loss, estimated <100ml. Dr. (B)(6) notified due to minimal blood loss. (B)(6), dt to chairside. Patient moved to another machine. Machine #8 put in vinegar and then bleached. (B)(6) tips wiped down with bleach.